Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer was experiencing a blood glucose (bg) level of 398 mg/dl and a correction bolus was delivered to address the high bg level. The customer also changed the infusion site. Tandem technical support performed troubleshooting and found the pump to be functioning as expected. The customer indicated that the basal settings had been changed.